Event description:
On 6/5/2006, nellcor puritan bennett received a report of deflation issues on a endotracheal tube while in use on a pt. The caller reported that they heard a gurgling sound after inserting the tube. The caller reported they then removed the tube and found a hole in the cuff.

Manufacturer narrative:
Investigation of this complaint is currently in progress. At this time, the sample associated to this report is not available for eval.